Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for rsd/cau salgia-complex regional pain syn. It was reported that the patient was not compliant with recharging. They had not charged for several months. The ins had no response and no telemetry with the physician programmer. The implantable neurostimulator (ins) was replaced on (B)(6) 2016. General anesthesia was used for the procedure. The manufacturer representative confirmed that the patient had not felt stimulation for over a year but did not know if it was because the therapy was not working or because the patient was not compliant with recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.